Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) medication leaked from pen [device leakage] blood glucose increased [blood glucose increased] medication leaked, so that the injection dose was inaccurate. [Incorrect dose administered by device] the fasting blood glucose was 13 mmol/l (lasted for around 2-3 days) [blood glucose increased] patient's relative believed that the doctor and drug store did not provide training when the patient started using the pen before [product communication issue] patient often stored the pen with the needle on it. [Product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose increased(blood glucose increased)" with an unspecified onset date, "medication leaked from pen(device leakage)" beginning on 15-may-2024, "medication leaked, so that the injection dose was inaccurate.(incorrect dose administered by device)" with an unspecified onset date, "the fasting blood glucose was 13 mmol/l (lasted for around 2-3 days)(fasting blood glucose increased)" beginning on 15-may-2024, "patient's relative believed that the doctor and drug store did not provide training when the patient started using the pen before(health care provider instructions for product use lacking)" with an unspecified onset date, "patient often stored the pen with the needle on it.(device stored with needle attached)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novolin 30r penfill (insulin human, insulin isophane) (unknown, subcutaneous) from 2022 and ongoing for "type 2 diabetes mellitus", patient's height: 175 cm . Patients weight and body mass index not reported dosage regimens: novopen 5: novolin 30r penfill: ??-???-2022 to not reported, not reported to not reported, ??-mar-2024 to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus (diagnosed 7 years ago). On an unspecified date in 2022, patient administered an novolin and novopen 5 was in use since around 2023 after which on an unspecifed date several months ago, patient's blood glucose (blood glucose) was measured to be increased for which patient was hospitalised in around mar-2024 to adjust blood glucose (duration not reported) on an unknown date reporter communicated to hotline that piston rod of the novopen 5 was flexible and could be pushed freely. The patient's relative reported that because the injection dose was inaccurate in the past few days, on 15-may-2024 patients fasting blood glucose (blood gucose) was measured to be 13 mmol/l. Blood glucose(blood glucose) normally was measured to be 6 mmol/l. On reaching out to hotline, it was instructed to to reinstall and handle the pen, and the medication could come out normally. Reported accepted the issue to be handling issue and patient's relative reported that the pen holder may not be tightened when the patient replaced the cartridge every time. When the patient's relative installed the cartridge, the patient's relative can hear a clicking sound after tightening the cartridge, but the patient may not have paid attention to this issue. Therefore, the patient's relative believed that the doctor and drug store did not provide training when the patient started using the pen before, which led to improper use and inaccurate injection doses causing high blood glucose levels. Patient relative was trained on the correct handling steps. The patient's relative accepted it and would instruct the patient to use the pen. Batch numbers: novopen 5: requested novolin 30r penfill: requested #1 novolin 30r penfill regimen # 2 5-6 iu per time, subcutaneous #1 novolin 30r penfill regimen # 3 20 iu, bid (dose increased), 03/--/2024 to ongoing subcutaneous event abated after use stopped or dose reduced doesnot apply event reappeared after reintroduction doesnot apply action taken to novopen 5 was not reported. Action taken to novolin 30r penfill was reported as dose increased. The outcome for the event "blood glucose increased(blood glucose increased)" was recovered. The outcome for the event "medication leaked from pen(device leakage)" was not reported. The outcome for the event "medication leaked, so that the injection dose was inaccurate.(incorrect dose administered by device)" was not reported. On 18-may-2024 the outcome for the event "the fasting blood glucose was 13 mmol/l (lasted for around 2-3 days)(fasting blood glucose increased)" was recovered. The outcome for the event "patient's relative believed that the doctor and drug store did not provide training when the patient started using the pen before(health care provider instructions for product use lacking)" was not reported. The outcome for the event "patient often stored the pen with the needle on it.(device stored with needle attached)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational results: product name: novopen® 5 no investigation was possible, because neither sample nor batch number was available. Product name: novolin® 30r penfill no investigation was possible, because neither sample nor batch number was available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the case have been updated with the following: inv updated. Is non-reportable, malfunction, fields updated final report box ticked. Removed expected date of follow up report. Imdrf b,c, d, g codes updated. Device narrative updated. Narrative updated accordingly. Final manufacturer's comment: 28-jun-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Elderly age of the patient (70 years) and underlying medical condition of type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary product name: novopen® 5 no investigation was possible, because neither sample nor batch number was available.